Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a frayed guidewire is confirmed but the exact cause could not be determined. Two photo samples of powerpicc catheter, an unraveled guidewire, and a dilator were returned for evaluation. An initial visual observation of the first photo showed the three components within a blue container. The guidewire was observed to be unraveled. Segments of the guidewire appeared to be green in color that could be attributed to the camera used or lighting. Use residue was observed within the catheter. The second photo sample showed a closer view of the sample components shown in the first photo. The guidewire was observed to be unraveled but the exact cause could not be determined from the photo samples provided; therefore, the complaint is confirmed, cause unknown. Based on the description of the reported event, possible contributing factors include advancement or retraction against resistance and damage to guidewire from the needle bevel. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during placement the guidewire "was going up the neck, and when he pulled it back, the wire unraveled." No additional information has been provided. A new device was not used, and there was no patient injury reported.